Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 58 mm abdominal aortic aneurysm. The proximal neck measured between 22 mm and 24.8 mm in diameter along a 9 mm to 10 mm length. It was reported that, during the index procedure, there was a proximal type I endoleak. The physician elected to implant an endurant aortic cuff in order to obtain a better seal zone within the greater curvature of the proximal neck. After the aortic cuff was implanted, a small proximal type I endoleak still persisted and the procedure was completed. The physician expected that the endoleak would self-resolve, however it was not confirmed if the leak had resolved or not. No future intervention is planned. Per the physician, the cause of the proximal endoleak was due to the patient anatomy of a short aortic neck. No additional sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.